Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw and bleeding skin irritation near the left electrode. The patient reported that his garment was too tight and rubbing against his skin. The patient confirmed there is scarring on the skin from the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation improved.